Event description:
The following occurs when programming pump under "dose rate cal" function: dose is input using key pad and enter is pressed. The next step in programming is the dose value. When scrolling up to find correct dose value, the dose will drop 10 fold after passing mu/kg/min. When scrolling down to find the correct dose value, the dose will drop 10 fold after passing mu/kg. The change to the dose is difficult to notice. Only upon a rate check by the end user would potentially uncover the dose change after a review of all information occurs.======================manufacturer response for MRI infusion pump, mridium (per site reporter).======================per manufacturer, they have known about the problem for 1 month. They anticipate a resolution in about 1 more month. Concerns were expressed to MFR about not being made aware of the problem, but rather we had to stumble upon it during training and simulation. Concerns were also expressed about the length of time between learning of the problem and final resolution of the problem. MFR did indicate they would notify us when update is available.